Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise associated with a wandering baseline. During the follow up appointment, isometric maneuvers were unable to reproduce noise. Technical services (ts) discussed further troubleshooting steps. This device remains in service. No adverse patient effects were reported.